Manufacturer narrative:
The cp pump and data logs were returned for analysis. No imaging was shared despite requests made. The pump was examined and found to have a fractured impeller blades. The root cause of the suction and low flows was the fractured blades. The broken blades were highly likely due to an interaction with another device. This can not be confirmed as imaging was not available for review. (B)(4).

Event description:
A patient with acute mi and cardiogenic shock. The team was to complete an elective tavr (percutaneous aortic valve replacement) within the cardiac catheterization lab. During the tavr procedure the patient arrested and the team performed CPR and placed an impella cp for support. The patient had suction alarms with low pump flows, and so the cp pump was explanted and sent for complaint analysis.